Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2022, it was reported that the patient experienced inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted into an unspecified location. The patient was diaphoretic and difficult to rouse. The cgm was reading 198 mg/dl and the blood glucose reading was 34 mg/dl. The patient was treated with carbohydrates and water by her spouse at home. There was no documentation of medical intervention. At the time of the report, the patient was ok. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.